Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for >54 colony forming units (cfus)/100ml of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that the device was stored horizontally in a plasmatyphoon storage bag after reprocessing. The date of the last sampling was 11mar2023. The date when the device was last used in a procedure was 10mar2023 and the device was reprocessed two times before sampling. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings and no deviations or deficiencies in reprocessing. The customer did not provide the specific steps taken during the manual cleaning process. The customer provided information regarding pre-cleaning where the device was recleaned immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in the water during aspiration. Aspiration was done in both the 1st and 2nd position of the suction valve. It was unknown if the air/water and balloon channels were flushed with water and air using maj-1444 and maj-629 or if the air/water channel was flushed with water and air using mh-948. A soluscope 4 series automatic endoscopic reprocessor (aer) is used for automatic cleaning with soluscope detergent and disinfectant. No defects were noted on the aer. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant is controlled. The water quality of the rinse water is controlled with a water filter and the water filter is replaced periodically in accordance with the instructions for use (IFU). The device was dried with paper towels and blown dried with filtered compressed air. The device is stored in a simple cabinet. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 05, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Light guide rod lens (3x) --- cracked. Charged coupled device cover lens --- scratched. Distal end cover --- chipped. Bending section rubber glue ---white clouded. Scope cover ---scratched. Key top 1 --- pin hole. Specified angle and orientation achieved --- 130/130/110/115 play. Connecting tube ---snakiness. Bending tube ---shorten. Biopsy channel wear and tear --- replacement as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.